Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device rupture.

Event description:
Healthcare professional reported left-side rupture and capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with a new implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as surgical damage and observed two openings on radius side assessed as unidentified (tear) opening. Shell thickness within specification. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported left-side rupture and capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with a new implant.